Event description:
The manufacturer received information alleging a ventilator shut down. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's machine flow sensor, system board and blower assembly were replaced to address the issues.